Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, multiple occlusion alarms occurred. Customer delivered a correction bolus and changed supplies to initially address bg. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged from the ICU on october 4th, 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.